Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that a power on reset (por) message was seen in addition to a doctor symbol, a telephone, and an exclamation point was seen on an unspecified device. It was also stated that the implantable neurostimulator (ins) battery was repositioned on (B)(6) and "might not be connecting to the patient programmer. It was noted that there were "no troubles prior". There was no known impact or consequence to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.